Event description:
A 3.0mm diameter by 24mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the right coronary artery. As the stent delivery system was advanced through the severely calcified lesion, the stent dislodged from the delivery balloon. The delivery balloon was partially inserted into the undeployed stent for removal. As the balloon catheter and stent were pulled into the guide catheter, the stent dislodged in the aorta. There were no attempts to retrieve the stent. The lesion was subsequently pre-dilated and another stent was implanted. The pt was fine post procedure and there is no add'l clinical sequelae reported related to the event. The severely calcified lesion not being pre-dilated may have contributed to the stent not crossing the lesion and the stent dislodging from the delivery balloon.